Event description:
The customer reported to olympus, the colonovideoscope had an air/water leak. The device was returned for evaluation. During the device evaluation, white foreign material was found in the air/water tube and air/water cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus and the device evaluation found the air/water cylinder had foreign objects and the air/water tube had foreign objects, air/water cylinder had no color, the scope cover packing was worn and water tightness was lost, suction cylinder had no color, objective lens had a crack, light guide lens had a crack, connecting tube had a wrinkle, protector of universal cord on suction connector side had a cut, universal cord had a wrinkle, burn on plastic distal end cover resulted in insulation resistance value at distal end did not meet the standard value, wear of angle wire resulted in bending angle in up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air and water cylinder and the air and water channel could not be identified and a definitive root cause of the issue could not determined, however, due to an observed leak from the scope connector cover packing, proper reprocessing may not have been possible. The issue may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.